Event description:
It was reported that the patient was experiencing pain. It was further reported the implantable cardiac monitor (icm) was observed to be coming out of the insertion site. The icm was explanted. At the time of explant no sensing was present and remote monitor transmissions showed undersensing, oversensing and small electrograms. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).